Event description:
During an in clinic follow-up, the device had no magnet response and was unable to be interrogated via inductive and radiofrequency telemetry. It was also reported that the device was not pacing the patient. The patient was pacemaker dependent. As a result, the patient experienced bradycardia and felt discomfort while exercising. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of loss of pacing and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.